Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history found no additional related issues for this item. As the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d1, d2b, d4, g3, g4, g6, h2.

Event description:
It was reported that the g7 freedom liner did not lock inside the g7 shell. The initial cup was able to be implanted. The case was completed with replacing the freedom liner to a high wall liner. There was a sixty (60) minute delay.

Manufacturer narrative:
(B)(4). D10: 010000984 g7 freedom const e1 lnr 36mm f 7725518. G2: foreign: finland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the g7 freedom liner did not get locked into the g7 shell. There was a sixty (60) minutes delay in the surgery.